Manufacturer narrative:
No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the patient saw a pinch in the tubing that caused the line block alarm. Patient then followed the twiist app instructions and adjusted tubing as it was pinched, and the line block alarm was resolved and was able to resume insulin delivery. There was patient involvement and no harm.